Event description:
It was reported that pump screen was frozen and did not respond to customer input, preventing interaction with touchscreen even though screen was not damaged. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but touchscreen remained unresponsive, so technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer to place old pump in storage mode and return it within required timeframe, then program settings and reconnect continuous glucose monitor on replacement pump while continuing insulin delivery with current pump and alternate method if needed.